Manufacturer narrative:
(B)(4). Investigation summary: the device was sent to the service center for evaluation. The defects described by the customer are not verified. Other different defects were identified and repaired. Hence, the complaint is not confirmed. Mechanical upgrade performed, unit is not calibrated correctly, damaged case replaced, motor defective: replaced, defective motor cable replaced, keypad faulty: replaced, keyboard pcb replaced, unit cleaned, functional test performed, hipot test completed, electrical safety test completed, functional test according to test procedure completed, safety test checklist enclosed. According to the 'input check report', the root causes behind the above failure were out of range insulation resistance, leaky device and drift in the values of handcontrol. This is an old legacy fms product complaint, hence, there was no design history record review conducted for the same since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. .a review into the depuy synthes mitek complaints system revealed 3 similar and 6 dissimilar complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The error recurred after having been corrected before. Faulty pressure finger. Drill mounting mechanism sticks. Shaft locking defective. Description of failure: no other information available. Device error message: no other information available. Indication: when was the problem discovered? Pre-operatively. Surgical delay? Unknown.